Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though a kink was noted near the distal tip. It could not be determined when this kink occurred, and the cause of the reported high blood glucose levels could not be conclusively determined: included treatment provided at hospital.

Event description:
Treatment at the hospital included an insulin drip via IV and fluids/saline through an IV.

Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. The device was returned to the manufacturer for evaluation and the investigation is in progress. A supplemental report will be submitted upon completion of this activity. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17, changing your pod, chapter 3/pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose- chapter 4/page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). Patients levels were 400 mg/dl. Patient states that they were wearing the pod for the day and her blood glucose levels went high. She did a bolus and she also did a manual injection. After that she called the ambulance because she was feeling so sick. The patient's blood glucose history are as follows: (B)(6) then called for a ambulance.